Manufacturer narrative:
D4,10; h4, 6: info anticipated, but unavailable at this time.

Event description:
The injection port was removed due to an incisional infection under the port. There were no other reported pt consequence.